Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on 03/29/2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation. A follow-up will be submitted upon of receipt and completion of product investigation. No additional patient or event information is available.